Event description:
Consumer called to report giving themselves an insulin shot and their syringe plunger would not move. Injected themselves with 47 units of "air" and gave themselves too much insulin. Their sugar level escalated and pt was admitted to the hospital for treatment.